Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that, during a sad surgery, excessive heat caused slight burn to patient upon removal from portal. The slight burn appeared approx. 1 cm from the portal. Per complaint reporter, there was no harm for operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. 07-jan-2025 -sac: received further information that a second surgery/ treatment was not necessary. 27-jan-2025 -sac: received further information that the patient had a slight burn mark in the area around the shoulder portal whilst the rf device was being withdrawn from the joint.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features.